Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease and underwent endovascular therapy. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post-procedure.